Manufacturer narrative:
Received one used 011-ct1100 smallbore extension set w/microclave for inspection. Fluid was attempted to infuse through the device with the syringe. Fluid could be infused through the microclave but could not be infused through the tubing. Inspection of the tubing connection to the t-connector revealed errant solvent. The reported complaint of no flow can be confirmed. The probable cause is due to errant solvent applied during manual assembly. A device history lot # review could not be conducted because no lot number(s) was/were identified. Additional reporter: (B)(6).

Event description:
The event involved a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip where it was reported ¿the solution dripped not smooth.¿ the event occurred during infusion of unspecified solution. There was no concomitant drug, and no concomitant device involved. There was no bleedback, and it was not a biohazard. The device was not reprocessed or re sterilized. There was patient involvement, but no adverse event or patient harm and no delay in critical therapy. Upon device return and investigation it was noted that the fluid could be infused through the microclave but could not be infused through the tubing.